Event description:
It was reported that this right ventricular (rv) lead delivered six rounds of anti-tachycardia pacing (atp) and a shock for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). During the delivery of the shock there was an alert for low shock impedance when attempting to deliver a shock. Then, the ICD recorded two instances of code 1006 indicative of high voltage detected on shock lead during charge. Technical services (ts) was consulted and recommended device replacement and the possibility of performing manual capacitor reform because of the high voltage during charge alerts. This rv lead remains in service. No additional adverse patient effects were reported. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).